Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion. Diagnostic testing/troubleshooting was performed. The crt-d remains in use, and is planned for explant and replacement at a later time. No patient complications have been reported as a result of this event.